Manufacturer narrative:
A good faith effort attempt conducted confirmed there was no actual harm and that there was no technical issue but a supplies issue. The remote support engineer (rse) talked to the customer who requested that the monitors and cables are been tested. The faulty cables were confirmed on all monitors in the department, using a good cable from another lot from the biotechnic department. No problems were found on any of the monitors. Based on the information available and the testing conducted, the cause of the reported problem was a defective batch of cable. The reported problem was confirmed. The customer was provided with replacement cables to resolve the issue. It has been concluded that no further action is required at this time. The issue has been reviewed and it has been determined that the reported event is not reportable. The customer stated that there is an intermittent reading. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The failure to perform measurements would generate an inop message and alarm tone that would alert users to a problem and appropriate actions would be taken per hospital protocol to resolve the situation. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the spo2 cables are defective, and the patient was transferred to a different ward. After connecting the patient, the saturation appears intermittently. Other times, the spo2 signal is visualized, but then the trace is flat. After technical testing, the customer ruled out any monitor issues and determined the issue was with the cables. There was no actual patient harm related to the reported malfunction.